Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI# : UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition. Visual inspection found that the pole mount bracket threads are worn. The root cause of the reported issue was found to be worn out threads. Actions were taken to mitigate the reported issue: replaced pole mount bracket .

Event description:
It was reported that the warmer had a broken pole clamp. No patient injury was reported.